Manufacturer narrative:
Investigation summary: four (4) pictures and 1 video clip received for investigation. It was observed that returned pictures and video clip shows small red particles which appear like live small insects inside the packed sterile needle. It was also observed jagged edge holes arranged in a line on the bottom web in one of the pictures. From the pictures and video clip received, it was observed that small red particles which appear like live small insects inside the packed sterile needle; and jagged edge holes arranged in a line on the bottom web in one of the pictures. Investigation conclusion: pest control report for the month of may-2017 had been reviewed and there is no sign of pest infestation at our manufacturing facilities. The small red particles, which appear like live small insects could be due to pest infestation. The small insects could have entered the packing by biting the bottom web. The product could have been infested with pest due to poor storage conditions before being distributed to the customers¿ premises.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a "red ant" was found in a packed sterile bd precisionglide¿ needle. There was no report of exposure, injury or medical intervention.